Event description:
Hill-rom received a report from the account stating the bed was not sending a nurse call. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill rom technical support was unable to diagnose the bed's malfunction due to being disconnected from the account. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. No further info is available on the repair of the bed at this time. The investigation is ongoing. If any additional relevant info is identified following completion of the investigation, a supplemental report will be submitted.